Event description:
It was reported that two 10 degree g7 freedoms liner did not seat after several attempts. The original neutral g7 liner was able to be reimplanted and removed and a neutral g7 freedom was finally used without incident. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Cat#:110010283 g7 freedom liner lot#: 7016675, cat#: 11-107019 freedom head lot#: 164840, cat#: 010000984 g7 freedom liner lot#: 6962526. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03314, 0001825034-2021-03315. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.